Manufacturer narrative:
It was reported to abbott that the patient had a lead revision. Rep reported that the leads migrated out of the epidural. The leads were replaced on (B)(6) 2019. The results of the investigation are inconclusive, and the root cause of the reported lead migration is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2019-03389. It was reported the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2019 during which the existing leads were explanted and replaced. Therapy was restored post-surgery.